Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Additionally, a review of the sterilization records revealed no deviations or anomalies that could have contributed to the reported event. Visual inspection of the returned lead extension revealed that it was cleanly cut into two pieces approximately 5 cm from the distal end. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead extension body. No other anomalies were identified on the returned portion of the lead extension. A product labeling review identified that the devices were used per the instructions for use IFU product label. Per the IFU, infection and fever are known risks with the use of deep brain stimulation dbs. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5003514.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced low impedance measurements, it was unknown which of the devices implantable pulse generator (ipg), lead or lead extensions was the cause of the low impedances. A revision was scheduled to trouble shoot and figure out which of the devices were causing the issue, however, the patient experienced an infection at the site of the ipg before the revision could occur. The patient underwent an explant procedure where the ipg and lead extension was removed. Additional information was received that indicated the patient experienced symptoms of fever and visible signs of infection at the site of the ipg. The patient was administered antibiotics and was doing well postoperatively. The model and serial number of the lead extension was also provided.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced low impedance measurements, it was unknown which of the devices implantable pulse generator (ipg), lead or lead extensions was the cause of the low impedances. A revision was scheduled to trouble shoot and figure out which of the devices were causing the issue, however, the patient experienced an infection at the site of the ipg before the revision could occur. The patient underwent an explant procedure where the ipg and lead extension was removed.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device component involved in the event: product family: dbs-extension upn: unk-p-dbs-extension model: null serial: null batch: null.